Event description:
It was reported by service report that the head-end would not rise due to a pinched cable on the lift assembly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head-end lift motor failure.